Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device was implanted and when it was connected to the right ventricular (rv) lead, the pacing impedance was greater than 3000 ohms, which is high out of range. The rv lead was functioning properly with the pacing system analyzer (psa). The physician finally connected the df1 coil connector and once completed, the pacing impedance was within expected measurements. The procedure was completed successfully and the device remains in service. The rv lead is a competitor product. No adverse patient effects were reported.